Manufacturer narrative:
The device was investigated and was verified functionally and operationally. It was able to obtain readings and alarm alert conditions were functional. The sensor passed the visual and continuity testing along with spo2 and pulse rate simulation testing. The device and sensor were functioning as intended.

Event description:
The customer reported that a (B)(6) was placed on a rd set neo sensor and was connected to a rad-57 device. The pulse rate was showing in the 40-50 range but when the clinician listened to the heart rate it was actually in the 140's. No consequences or impact to patient were reported.